Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 10/18/2016, that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2016. No additional event or patient information is available. The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. A global transmitter functional test was performed and the transmitter passed. The reported inaccuracy could not be confirmed. A root cause could not be determined.